Manufacturer narrative:
Follow-up # 1 date of submission 06/26/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the display screen was found to vertical lines through the lettering. The pump case was removed and no damage was observed on the display screen. During testing, the display flex was found to be defective. A test screen was inserted and was found to function properly with no vertical lines visible on the screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. It was reported that the display screen had a vertical line across the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.